Manufacturer narrative:
Serial number unknown. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that audible alarms were not present at the surveillance system. The device was in use monitoring patients. No adverse event was reported.